Event description:
The customer reported that a group a positive donor unit failed to react in the anti-d microtube of mts a/b/d monoclonal and reverse grouping card lot# 041408037-23. The sample was confirmed by the donor center to be weak d positive in tube method. A false negative result in anti-d may lead to misclassification of a patient's rh phenotype.

Manufacturer narrative:
Satisfactory results were obtained with retained gel cards from lot # 041408037-23 with a known weak d samples. The IFU indicates that the mts monoclonal anti-d gel card may not detect very weak expressions of the d antigen. The sample is most likely a weak d example reacting negative in gel and positive in tube at the customer site. Incident is most likely sample related. The gel cards performed as expected using retained cards. There was no indication that the mts products malfunctioned. The customer's complaint was not confirmed.